Event description:
A pt reported their back to back testing meter blood glucose results were 200mg/dl, 400mg/dl and 300mg/dl successively. Pt reportedly had no control solution at time of report. Pt did not provide any details about symptoms. No add'l info is available. The meter has been replaced. No allegations of harm have been made.